Event description:
Report 2 of 2. Consumer reported she had a past experience in which upon removal of an unspecified number of tampons they fell apart. She did not indicate the need to seek medical attention or experiencing any adverse health effects.

Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.